Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013; inratio: 3.0; lab: 5.8. Time between testing was reported as 10 minutes. Pt's therapeutic range is unk.

Manufacturer narrative:
Investigation pending.